Event description:
Information was received that a cadd-legacy duodopa pump was programmed incorrectly by a nurse. No patient adverse effects were experienced as a result.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted that a service due message was recorded. Functional testing included use testing, accuracy testing, and sensor verification. Upon power up of the pump an alarm for service due was displayed. The pump clock record indicates clock days are past specification. The clock battery was replaced as service maintenance. The customer observation regarding use error was unable to be verified, event log indicates that all requested doses were completed. No errors are recorded. The delivery accuracy test found the pump to be within the published specification of +/-10%. Based on the evidence, the complaint was unable to be confirmed.